Manufacturer narrative:
(B)(4).

Event description:
It was reported that this event occurred in the emergency resuscitation department. The device was inserted into the patient's jugular vein. "Located catheter without complication after 9 hours it shows rift in the catheter" - the catheter was found to have a break/crack. As a result, the device was removed and replaced successfully. There was a delay reported, however, there was no harm to the patient as a result of the delay. There was no complications, death, or injury reported as a result of this occurrence.